Event description:
It was reported there was a lcd screen malfunction and an "intermittent on/off situation." There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, no anomalies were found during functional and bench testing. It was noted that the upper and lower cases were broken and contaminated, the ring cover, battery release, heart block, lead flex cover, heart wire contacts, and battery drawer were contaminated, two side bail covers were broken, the ring was contaminated, the battery contacts were compressed and one side bail was missing.